Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the line sensor of a mcs+ machine was not working after an operator touched the line sensor and it shocked her. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the line sensor of a mcs+ machine was not working after an operator touched the line sensor and it shocked her. No operator or donor injury was reported. Field svc was sent to the site to evaluate the device. Upon eval of the device line sensor was reading 0 and could not be calibrated. The line sensor was replaced and calibrated. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's svc records. The user alleges that they were shocked by the line sensor when touching it. The affected part was replaced. No serious injury related to the allegation was confirmed, therefore an MDR is being filed. (B)(4).